Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial colectomy, while the device was being used on the stomach tissue, the device was not able to fire. The staples were not released from the device. Surgeon replaced the device to resolve the issue. No patient injury.